Event description:
It was reported an issue with novosyn suture. The customer reported that the sutures easily break, needle too soft, sutures had slipping when tied. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 5 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia: 3.94 kgf in average and 3.64 kgf in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). With only 5 samples a proper analysis on the knot security test cannot be carried out (we need at least 10 samples to conduct a proper analysis). However, we have tested the knot security control of the closed samples received and the results are into the current range for this thread and size. Needle bending strength result of the closed samples received (5 needles have been tested) is 13.461 n x cm in minimum and fulfills the needle specifications for bending strength of 10.8 nxcm in minimum. As stated in the instruction for use of the product: 'when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material'. Also, is stated that: 'care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking.' Batch manufacturing record: reviewed the batch manufacturing record, this product had an incidence but was released fulfilling usp/ep and b. Braun surgical specifications. Moreover, needle bending strength results of the needles before releasing the product were 13.233, and 13.084 nxcm and fulfilled the needle specification for needle bending strength of 10.8 nxcm in minimum. We have also reviewed the complaint history record, and there are no previous complaints in any of the other products manufactured with the same thread and needle raw material batches used in the production of the affected code-batch. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.